Manufacturer narrative:
Prior to the event, the customer had an extra wash cycle (ewc) installed before the crep2 test. The customer has since added an ewc after the cholesterol test. Due to missing information from the customer, it could not be determined if the cholesterol test was running on the instrument prior to the crep2 test. The customer has not had any further issues.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous high result for 1 patient sample in the intensive care unit tested for crep2 creatinine plus ver.2 (crep2) on a cobas integra 400 plus. The initial result was 107 umol/l. This result was reported outside of the laboratory where the physician did not believe it. On (B)(6) 2018 the sample was repeated and the result was 52 umol/l. No adverse event occurred. The crep2 reagent lot number was 33771901. The expiration date was not provided. Both sample probes were last replaced in (B)(6) 2018. The customer replaced them again after this event. The customer's calibration and qc data were acceptable. The investigation was unable to find a definitive root cause.